Event description:
It was reported that the transmitter was overheating. Product was received but its pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Functional tests were performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.